Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with erosion of pump through the scrotum and infection. The pump was explanted, and the infection was treated. At a later date, the remainder of the device was explanted and a tactra penile prosthesis was implanted. There were no additional patient complications reported.

Manufacturer narrative:
Additional information provided information for b3 date of event, b5 describe event, and d6b explant date.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with erosion of pump through the scrotum and infection. The pump was explanted, and the infection was treated. At a later date, the remainder of the device was explanted and a tactra penile prosthesis was implanted. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.